Event description:
As reported, after unpacking the 6f 100cm infiniti mp a2 contrast catheter, the tip was separated from the catheter. This occurred before handing it to the surgeon. The device was not used in the patient. The case was completed using a new mp a2 angiography catheter. There was no reported injury to the patient. There was no damage to the packaging. The device was stored unpacked by single hanging. There were no other anomalies noted when the device was removed from the packaging. The device was not pulled by the hub when removing. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after unpacking the 6f 100cm infiniti mp a2 contrast catheter, the tip was separated from the catheter. This occurred before handing it to the surgeon. The device was not used in the patient. The case was completed using a new mp a2 angiography catheter. There was no reported injury to the patient. There was no damage to the packaging. The device was stored unpacked by single hanging. There were no other anomalies noted when the device was removed from the packaging. The device was not pulled by the hub when removing. The device will be returned for evaluation.

Manufacturer narrative:
As reported, after unpacking the 6f 100cm infiniti mp a2 contrast catheter, the tip was separated from the catheter. This occurred before handing it to the surgeon. The device was not used in the patient. The case was completed using a new mp a2 angiography catheter. There was no reported injury to the patient. There was no damage to the packaging. The device was stored unpacked by single hanging. There were no other anomalies noted when the device was removed from the packaging. The device was not pulled by the hub when removed. A non-sterile cath f6inf tl mp a2 100cm 2sh unit was received for analysis inside a plastic bag. Upon unpacking, the device was found in three separate parts: the first separation was located approximately 73.0 cm from the hub, the second involved separation of the body and the brite tip/distal tip approximately 8.6 cm from the distal end, and the third portion appeared to be the remaining section of the catheter. No other anomalies were observed during the visual inspection. Dimensional analysis was performed to verify the outer and inner diameters of the separated components, and all measurements were found within specification. Although the catheter is expected to have a total length of 100 cm, the observed separations align with expected component lengths, as the brite tip/distal tip typically measures approximately 8.89 cm. High-magnification evaluation of the separated portions revealed elongations of the plastic material on both internal and external surfaces near the separation points, along with exposed mesh. No other anomalies were detected during the inspection. The reported ¿brite tip/distal tip-separated¿ was seen during product analysis. Additionally, the malfunction ¿catheter (body/shaft)-separated¿ was also observed. The device was returned separated into 3 pieces. The observed elongations are typically associated with localized tensile stress and deformation. This suggests that the catheter was subjected to mechanical handling or tensile forces, which likely contributed to the separation. The exact source of these forces is unknown; however, they could be related to handling or storage factors. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the information available and the phr review, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, after unpacking the 6f 100cm infiniti mp a2 contrast catheter, the tip was separated from the catheter. This occurred before handing it to the surgeon. The device was not used in the patient. The case was completed using a new mp a2 angiography catheter. There was no reported injury to the patient. There was no damage to the packaging. The device was stored unpacked by single hanging. There were no other anomalies noted when the device was removed from the packaging. The device was not pulled by the hub when removing. The device will be returned for evaluation.